Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 05/31/2026, it was reported that the patient said the readings started to drop around 3:05pm. The patient went for a walk, suddenly she was shaking and felt sick. She sat down and saw the cgm 51 mg/dl reading (cgm didn't alert about the urgent low and low reading, which was set at 70 mg/dl). The patient was "swimmy headed" and called her husband who took her home and at home she took a glucose gel and called a nurse advisory who then told her to call 911 and go to a hospital. When the ambulance arrived, she was treated with IV fluids, IV dextrose. At the hospital a bg was taken and the cgm and bg was accurate. At the hospital, the patient felt nauseous and blurry vision. Apparently, the patient took a double dose of low acting insulin in the morning on (B)(6) 2026. The patient was discharged on (B)(6) 2026 (more than 24 hours). At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.